Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle measured to be 61 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, at release the valve was at a depth greater than 10mm and upon release the valve migrated towards the ventricle and it was repositioned above the coronaries and below great vessel using a snare. Two non-abbott snare devices were used to pullup into the ascending aorta. A 29mm, non-abbott was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believed the cause of migration as the valve was being deep at the time of release. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.